Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in a calcified artery with a proglide device via a 6f sheath relative to a transcatheter aortic valve implantation interventional procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
B3: estimate date of event. The device was returned for analysis. The reported ¿no suture attached to the needles when the plunger was removed¿ was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.